Manufacturer narrative:
Health effect impact codes: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Medical staff reported right side "at explant, device is found perforated, ruptured at two different points, with silicone leakage," and "liquid (small amount)." Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3.

Event description:
Medical staff reported right side "at explant, device is found perforated, ruptured at two different points, with silicone leakage," and "liquid (small amount)." Device was explanted and replaced.

Event description:
Medical staff reported right side "at explant, device is found perforated, ruptured at two different points, with silicone leakage," and "liquid (small amount)." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening and crease flat. A microscopic analysis was performed which identify a sharp opening in the posterior . Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.